Manufacturer narrative:
Qn# (B)(4). The device history record of batch number 74b2200767 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. One unit of catalog number a-6000-08lf (pe adult-ped dry/ wet lf 6/cs) lot 74b2200767 was received for analysis. Sample wasn't received in its original packaging. The ats connector (p/n 152753) was received with the red and blue connector disconnected, the o-ring (p/n 154589) was inspected, and no issues were found that can lead to the issue reported. Suction port was connected to a suction source at 60 cm h2o and patient tube was put in warm water (with blue dye. Suction was activated and collection chambers were filled with water, during this test no leaks were observed on ats connector (p/n 152753). In summary, customer complaint cannot be confirmed since no problem found on sample.

Event description:
It was reported that upon arrival the patient was showing an air leak. The md tested various points in the lines and system. It was determined that the blue connector closest to the pleur-evac box was malfunctioning. A new pleur-evac box was exchanged for the original and the air leak was no longer present.

Event description:
It was reported that upon arrival the patient was showing an air leak. The md tested various points in the lines and system. It was determined that the blue connector closest to the pleur-evac box was malfunctioning. A new pleur-evac box was exchanged for the original and the air leak was no longer present.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.